Event description:
It was reported to MFR, that a customer had a problem with a PICC catheter. The customer stated, that the catheter was inserted on september 25. On the event date, tegaderm dressing was noted to be wet, upon inspection of the catheter, a leak was noticed 2cm distal to butterfly. Minimal bleeding reported due to discontinuation of the line, immediate removal of catheter, no patient ill-effects. Another device was used without further complications.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.